Event description:
The customer contacted philips healthcare to report that the device failed the general system test. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
(B)(4).